Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: 0798-33-2211. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a coil embolization of the basilar artery, a galaxy g3 mini 1mm x 4cm coil (glm910040, l13992) was used but there was a resistance felt inside the introducer sheath. The coil part was not able to come out. The delivery wire was pushed back and forth but the resistance was still there. The complaint coil was replaced with another coil (same catalog number) and it was used without any problems. The procedure completed. Additional information received indicated that it was not necessary to remove the microcatheter (mc). A non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch. The device was visually inspected, and it was found that the introducer is separated from the rest of the device without damages. No other damages or anomalies were observed on the device during the visual analysis. The galaxy g3 mini 1mm x 4cm was inspected under microscope and it was noted that the embolic coil is stretched. The functional test could not be performed due to the introducer was found separated from the rest of the device. A manufacturing record evaluation (mre) was performed for the finished device l13992 number, and no non-conformance's related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and microscopic inspection. The functional test could not be performed due to the conditions in which the device was returned. During the visual analysis of the device, it was noted that the introducer is separated from the rest of the device without damages, due to the separated condition the functional test could not be performed. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. During the microscopic inspection the embolic coil was found stretched. The stretched condition could be the result of the customer experience regarding a coil - impeded-in introducer at the procedure time, however this cannot be conclusively determined. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. Based on the findings during the analysis, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformance's related to the reported complaint condition were identified. Impeded in introducer is a known potential issue associated with the use of the device. Although no issues were found on the device. The instructions for use do contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in (2-3 cm). If unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve, and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in microcoil placement section above. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of the basilar artery, a galaxy g3 mini 1mm x 4cm coil (glm910040, l13992) was used but there was a resistance felt inside the introducer sheath. The coil part was not able to come out. The delivery wire was pushed back and forth but the resistance was still there. The complaint coil was replaced with another coil (same catalog number) and it was used without any problems. The procedure completed. Additional information received indicated that it was not necessary to remove the microcatheter (mc). Based on the product analysis of the device received, the embolic coil is stretched.